Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided so the complaint could not be confirmed and root cause could not be determined. The most probable root cause could be related to worn rubber on the transfer bars, as this is identified as a potential cause of this failure. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "while opening equipment for surgery I opened a scalpel blade, and the packaging had holes in it. Blade and glove that were contaminated were thrown away and replaced without issue. No patient injury."